Manufacturer narrative:
The emitter field generator was returned to the manufacturer for analysis. Able to duplicate reported issue. The field generator was connected to a test system with the ent application. Test system reported that the axiem box, and emitter was showing a communication error. Software becomes unresponsive as soon as the field generator is connect the axiem. Eminterface reported an over-current fault on amp a, b, and c. +12 vdc had no ok displayed. No tca# was displayed, and none of the coils was displayed under drive and noise on the eminterface. The hardware investigation found that the reported event was related to a hardware electrical red status/no tracking issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative replaced the emitter which resolved the issue. After replacing the emitter, system checkout was performed. System passed all tests and is functioning normally. The suspect emitter has not beed received by manufacturer for evaluation.

Event description:
A medtronic representative reported that when an emitter was connected to the navigation system, the system software freezes. During troubleshooting another emitter was connected to the navigation system which resolved the issue. There was no patient present at the time of the issue.